Event description:
It was reported that the user experienced hypoglycemia after breakfast while using the ilet for approximately two weeks; review of reports indicated the algorithm delivered insulin in response to an early glucose rise and the subsequent ¿usual¿ meal announcement approximately 10 minutes after starting the meal resulted in additional insulin dosing. Symptoms included low blood glucose to 39 mg/dl without loss of consciousness or other acute complications. Outcomes included transient impact with blood glucose outside of target for about 30 minutes, self-treated at home without medical intervention or hospitalization. Investigation included customer interview and device data review. Investigation of this case revealed use-related factors related to delayed meal announcement and algorithmic dosing prior to the announcement. It was concluded that the event represented hypoglycemia with an unclear cause, with user counseling provided to announce meals prior to eating. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.